Event description:
It was reported via medwatch 5147662 that device detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion during a percutaneous coronary intervention. The catheter was removed without any significant effort, but it was noted that about 28 cm of the tip was missing. When the tip was temporarily dislodged and trapped, the mid to distal left anterior descending artery was partially occluded with timi flow 1-2. The detached portion was removed, and adequate coronary lumen and flow was reestablished. No further interventions or assessments were performed due to the added length of the procedure and the amount of radiation and contrast media exposure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.